Manufacturer narrative:
(B)(4). This is a report of a system error 2240 due to use error, closed clamp on patient line during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homechoice (hc) during the initial drain. The home patient was connected at the time of the alarm. During troubleshooting, it was discovered that the patient line clamp was closed during priming. The patient then connected to the unprimed line. The technical service representative instructed the home patient to cycle the power until the alarms cleared. The home patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.